Event description:
It was reported that, "the pt complained of pain so the surgeon revised. It was discovered that the post was broken."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.